Event description:
It was reported that during a case the cover on the sagittal saw attachment came off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The failure for cover coming off was confirmed through visual inspection. Through visual inspection, the engineer confirmed the retainer was loose. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a case the cover on the sagittal saw attachment came off. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.